Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, visual analysis and system risk analysis (sra). The DHR, trending analysis by lot number, and retains testing was not reviewed and performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was in working condition and no maintenance was required. The fse stated the issue was likely related to improper loading of the chamber and provided education to the customer regarding proper loading. Upon further follow-up with the customer, they indicated they are no longer having issues with the ci not changing. The cause of the issue could not be verified since the product was not returned for analysis, DHR review, lot trending review and retains testing could not be performed since the lot number was not provided. The fse went onsite and assessed the sterrad 100s and no problems were found with the unit. The fse indicated the issue was likely load related and provided education to the customer regarding proper loading of the chamber. However, it is inconclusive whether this could have contributed to the issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip; common device - the correct common device is indicator, chemical; catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The biological indicators and chemical indicator tape had passing results. The customer stated the strips were changing correctly in a different sterrad unit with no problem. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.